Event description:
It was reported that a popping noise coming from the c-arm while using the automode with a high kv on the 9800 system. The system worked after reboot. No patient injury was reported.